Event description:
According to the reporter, they experienced a bravo short study. There was a c1 error and it never went away. Customer sent a copy of study to technical support and it was confirmed that the study was short with duration of 12:49 hours. There was no harm to the patient or user due to the alleged device malfunction. A repeat procedure is expected to be performed.

Manufacturer narrative:
A pdf of the accuview graph from the study was returned for evaluation. The total time of the study was 12:49 hours as opposed to the recommended study time of 48 or 96 hours. The pdf files were reviewed but were not sufficient information to complete an investigation. Without the sample and the actual accuview graph (bravo procedure graph) a detailed investigation could not be performed. If additional information is obtained, or the sample is returned, we will re-open this investigation. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before begging of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.